Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00402.

Event description:
It was reported that, "this per is related to the article, "total hip arthroplasty with ceramic-on-ceramic bearing failure from third-body wear" from (B)(6) 2011- orthopedics. This was for a case study on a single subject who was younger and had high activity level. The amounts of highly abrasive particulate debris retained in his hip gave him pain which required a revision; 58-mm homeric acetabular shell, 36-mm plus 5 head, and 4.5 femoral stem."